Event description:
It was reported when using the bd syringe 50ml ll convenience tray europe , the user experienced the packaging tearing while opening the product, leaving paper shards in the sterile field. The following information was provided by the initial reporter. The customer stated: the cover paper comes off the packaging with difficulty during opening. Furthermore, we have tried to slowly peel off the masking paper, but some masking paper always remains attached to the packaging. Since we work with this in the clean rooms, we are concerned about the particles created during opening.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-feb-01. H6: investigation summary: four samples were provided to our quality team for investigation. The product was visually inspected, it was verified paper from the convenience pack tore apart when opened, causing pieces to remain on the tray. A device history record review did not reveal any documented quality issues during the production of lot number 1809272 that could have contributed to this incident. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Packaging parameters were reviewed, finding all of them within required limits. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported when using the bd syringe 50ml ll convenience tray europe, the user experienced the packaging tearing while opening the product, leaving paper shards in the sterile field. The following information was provided by the initial reporter. The customer stated: the cover paper comes off the packaging with difficulty during opening. Furthermore, we have tried to slowly peel off the masking paper, but some masking paper always remains attached to the packaging. Since we work with this in the cleanrooms, we are concerned about the particles created during opening.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # gen2500107) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: convenience trays device failure: package difficult to open.

Event description:
No additional information.